Event description:
The customer alleged that the audio alarm functioned intermittently. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the power switch. The unit passed extended self testing. It is not verified that alarm assembly malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.